Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Pouch dilation, reflux, vomiting and heartburn are surgical/physiological complications and analysis of the device generally doe not assist allergan in determining a probable cause for these events.

Event description:
Healthcare profession reported, patient experienced "heartburn, regurgitation and vomiting, barium swallow showed large pouch". The band was repositioned and remains implanted.